Manufacturer narrative:
Review of a still angio image prior to implant of the endoanchors confirmed that an endurant ii stent graft system was implanted in the patient. The bifurcate was positioned just below the right lowest renal artery. The contra gate opened on the right side. The contra limb was placed into the gate with approximately 3 cm overlap. The ipsi limb was implanted on the left side and was extended with another limb, crossing the contra limb. The image showed that the aortic neck was mildly angulated in the left-right orientation. The neck angulation in the a-p could not be assessed. Per the calibrated catheter, the neck flow lumen diameter just below the renals measured approximately 17 mm. Contrast was seen outside of the bifurcate stent graft and appeared to originate from the top of the bifurcate. The contrast was feeding the aneurysm sac, possibly from the proximal type I endoleak. Both limbs were patent and no other obvious stent graft issues were seen. Review of the still angio image post implant of the endoanchors showed that several endoanchors were implanted on the proximal portion of the bifurcate, just below the renal arteries. Contrast injection with injector above the renal arteries showed that the proximal type I endoleak was significantly improved. Both renal arteries and limbs were patent. No other obvious stent graft issues were seen. Pre-implant films and sizing information were not provided. The cause of the proximal type I endoleak could not be conclusively determined from the two still images provided. It is possible that the short and angulated neck may have contributed.

Event description:
Correction: an endurant ii stent graft system was implanted.

Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 68mm in diameter abdominal aortic aneurysm. The proximal neck measured approximately 1cm and was angulated. It was reported that the final angiogram revealed a proximal type I endoleak. The physician decided to use aptus and implanted endoanchors in the ap, lao 45deg, and rao 45deg. Another angiogram was performed and the endoleak was significantly better. No additional treatment is required at this time. Per the physician, the cause of the endoleak was unknown. No additional clinical sequelae were reported and the patient is fine.